Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced pneumothorax that required bronchoscopy and surgical intervention (with chest tube). The "ot stats" levels were declining and on fluro, it was visible that the right lung collapsed. A specialist was brought from the bronchial field team. The patient was reported to be in stable condition and his oxygen stats are going up post bronchoscopy. The physician believed that the patient's preexisting chronic obstructive pulmonary disease (copd) and intubating tapped into the lungs could have contributed to the injury. The ablation was performed but the injury was not caused by the ablation. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the patient experienced pneumothorax that required bronchoscopy and surgical intervention (with chest tube). The "ot stats" levels were declining and on fluro, it was visible that the right lung collapsed. A specialist was brought from the bronchial field team. The patient was reported to be in stable condition and his oxygen stats are going up post bronchoscopy. The physician believed that the patient's preexisting chronic obstructive pulmonary disease (copd) and intubating tapped into the lungs could have contributed to the injury. The ablation was performed but the injury was not caused by the ablation. Additional information was received indicating a chest tube thoracostomy was performed. When the patient left the procedure room, the patient was stable. He was discharged the next day in good condition. Patient did not require extended hospitalization. The adverse event was discovered during use of bwi products.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).